Event description:
The customer reported that the device had a red x and a "service required" screen message. This issue could prevent the delivery of therapy on battery power.

Manufacturer narrative:
(B)(4). The customer reported that the device had a red x and a "service required" screen message. This issue could prevent the delivery of therapy on battery power. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.